Manufacturer narrative:
B5- further communication with the customer indicated that the event which was originated reported was incorrect. The or nurse stated that the needle broke in the handpiece following surgery when they were attempting to remove the needle from the handpiece. There was no pt involvement with this event. There was no incidence of metal shavings delivered into the pt's eye as reported on the original report.

Event description:
The dr reportedly observed metal shavings in the pt's eye during a routine phacoemulsification procedure.